Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in doing so, and confirmed there was no recurrence of the issue. The customer was advised to continue using the pump and to contact technical support if the problem recurred.